Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed skin overgrowth and keloid formation at the abutment site. The patient underwent revision surgery under general anesthesia, to excise the excess skin on (B)(6), 2013. During the procedure the abutment was exchanged.the implanted device remains.